Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: b5 and h6. Additionally, fields: b1, b2 and h1 on the initial report were filled based on the field engineer mistaken selection, therefore this supplemental report contains the correct selection for such fields. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, inspection and testing could not reproduce the "black image" but found the image was blurry and had shadows. The device demonstrated fluid ingress; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information provided, confirmed that nothing fell into the patient's body. The field engineer selected this option by mistake. The black screen malfunction issue reported was found during preparation for use prior to an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found scratch on bending section rubber and water tightness is lost. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Light guide lens has discoloration. Due to damage on objective lens, a foggy image occurs. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that that something fell inside that the patient¿s body and the part could not be retrieved during an unknown procedure. Also, it was reported that bronchofiberscope was leaking and displayed black screen. Reportedly that the patient was not under anesthesia. There was no delay or injury reported.